Event description:
The customer used the suspected device to check their blood glucose and obtained a result of 160 mg/dl. Paramedics were called and they obtained a glucose reading of 39 mg/dl on their meter. They treated them with an unk IV. Controls were not used. The device was replaced and requested to be returned for evaluation.